Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level was 163 mg/dl. The customer was unable to clear the alarms. The customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.